Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What is the surgeon¿s experience with the device? The information provided to date is not clear. Can you please provide a more detailed summary of the events that occurred during the procedure and the issues experienced with the device? Did the device fire staples and cut appropriately on the first firing? Can you please clarify what is meant by ¿stapler locked inside the patient?¿ what structure was the device on when the issue occurred? What is the current patient status?

Event description:
It was reported that during a lymphadenectomy procedure, the stapler locked inside the patient on the use of the first reload, it did not close, not giving closed feedback, not firing the reload. A lap pneumonectomy was performed where there was a staple breakage (it was not working) requiring the use of a new stapler to perform lap pneumonectomy. The procedure was converted to open surgery and used another ec45a stapler, which was available at the hospital.

Manufacturer narrative:
Product complaint # (B)(4). Batch number: p5811n. Investigation summary: the analysis found that one ec45a device was returned with no apparent damage and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.